Event description:
It was reported that a skin irritation causing a rash at the pod infusion site, (abdomen) that had spread. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. The patient removed the pod from the insertion site. The patient reports they had spoken to their daughter who is a doctor and was prescribed a medication. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.